Event description:
Customer reported testing with meter getting a result of 171 mg/dl. Customer was experiencing symptoms of hyperglycemia. They than went to the hospital where they took a lab test about 45 minutes later getting result of 401 mg/dl. Customer was tested with sodium chloride due to dehydration, and insulin.